Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath after a diagnostic procedure. Reportedly, the sutures failed to capture the artery. A starclose se was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was returned with plunger, suture, link, needles, and cuffs in pre-deployed position. Because the device was not deployed, the reported suture failed to capture the artery could not be confirmed. Inspection of the returned device indicated that the sheath was kinked at the swage ring while inserting the device into the patient anatomy and the probable cause was determined to be related to the operational context during use and not a product quality deficiency. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurring within the last month). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.